Manufacturer narrative:
Analysis result received: product: needle autocover 30g 8 mm, lot no: 09l07u. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Needles tested for flow with measure threads. Needles tested for silicone on pt needle. During testing, it has not been possible to detect any irregularities related to the complaint on reference samples from the batch in question. Eval summary: product: needle autocover 30g 8 mm, lot no: 09k06u. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for flow with measure threads. Needles tested for silicone on pt needle. During testing, it has not been possible to detect any irregularities related to the complaint on reference samples from the batch in question. Product: needle autocover 30g 8mm, lot no: 09m08u. Needle conclusion: batch history from final qc-release examined. No abnormalities relating to the observed problem were found. Microscopical examinations performed. Needles tested for flow with measure threads. Needles tested for silicone on pt needle. During testing, it has not been possible to detect any irregularities related to the complaint on reference samples from the batch in question. Final comment from the MFR: (B)(4) other cases with similar root cause as (B)(4) has been reported ((B)(4)). In all of the cases, the pt used a novofine autocover needle together with a non-novo nordisk product. In the pt leaflet for novofine autocover it is stated that the needle is to be used together with novo nordisk products except novolet and nordilet.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Used needle with optiset pen [device misuse], pain at site injection [injection site pain], uncontrolled glycaemia [diabetes mellitus inadequate control]. Case description: the incident does not represent a serious public health threat. Medical device info: (B)(4). This spontaneous report received from (B)(6) and reported by a pharmacist as "used needle with optiset pen", "pain at site injection" and "uncontrolled glycaemia." It concerns a male pt of an unk age using novofine 8 mm (30g) autocover (needle) for device therapy. On an unk date, the pt presented with pain at site injection with uncontrolled blood glucose level due to incomplete dose administration, while he used novofine 8 mm (30g) autocover (needle). The pt used the needles together with a non novo nordisk product -the lantus optiset pen (insulin glargine). The pharmacist mentioned that novofine autocover needles were sold as universal needles, i.e. They are compatible with all insulin pens, but they fit very easily on insulin pens optiset (non-novo nordisk device) containing insulin insuman comb 25 of sanofi aventis. Nurses were wasting needles to achieve a leaking mounting needles with and painful for the pt. It was difficult to balance the blood glucose level because they lost insulin during the injection. Outcome was not reported.